Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint as microscopic inspection of the instrument's clevis and tube extension did not reveal any evidence of arcing.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the site observed arcing from the monopolar curved scissors (mcs) instrument with tip cover accessory installed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.